Event description:
On (B)(6) 2015 a (B)(6) patient presented to (B)(6) in labor. The patient had a history of two prior cesarean sections (c-sections) and was admitted for urgent repeat c-sections. During insertion of the spinal anesthetic, a portion of the 27 gauge whitacre needle fractured at the l1-2 interspinous region (a second spinal was inserted and c-section completed without issue). Neurosurgery consult was obtained, and the retained needle was successfully removed on (B)(6) 2015.